Manufacturer narrative:
Per tandem's user guide: only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer was using fiasp insulin within their pump supplies. Additionally, it was reported that the pump indicated a data log corruption. There was no adverse impact to customer's blood glucose level. The customer reverted to alternate insulin therapy.